Event description:
A journal article was reviewed that contained information regarding ultra-conservative implantable cardioverter defibrillator (ICD) programming in patients with left ventricular assist devices (vad). The article reports a patient with presyncope who died from an untreated sustained ventricular fibrillation (vf) episode in the setting of severe vomiting and influenza with under-sensed vf and asystole after a prior successful treatment for vf with good sensing preceding the event and probable metabolic derangement. The status/disposition of the icds are unknown.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of ultra-conservative ICD programming in patients with lvads: avoiding potentially unnecessary tachy-therapies. Pacing and clinical electrophysiology. 2022; 45:204¿211. Doi: 10.1111/pace.14438 if information is provided in the future, a supplemental report will be issued.